Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. During a follow-up appointment on (B)(6) 2011, the implanting physician could see some of the mesh eroding through the suture line. During an examination on (B)(6) 2011, the mesh could still be seen eroding through the suture line. In (B)(6) 2011, the patient¿s prolapse reoccurred, and it looked as if the uphold mesh was bunched near the cervix. On (B)(6) 2012, another physician removed the uphold device from the patient, performed a hysterectomy and a prolapse repair, and implanted a pinnacle posterior pfr kit and an obtryx transobturator mid-urethral sling system. The patient¿s current condition is unknown.